Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01mar2026 has been used as a placeholder. Investigation summary the investigation can't be completed because the device is not returning for diagnostic. The historical review of the device is the following: there are no/x similar events in the last 12 months.

Event description:
It was reported that a plum 360 pump had a fault of this plum running faster than it was programmed to - device inaccuracy. This initial reporter stated: they tried running their verification procedure and when they do the tests with the special distal and proximal tests, they do not pass the cassette test and it immediately alarms however this should not happen and they have tested on another plum and this does not occur. There was no reported patient involvement.